Event description:
During a tfn procedure the helical blade got lodged in the tfn during insertion because the locking mechanism in the nail was deployed. The surgeon had to remove the blade with an extraction device. A piece of the locking device in the nail was broken off but was retrieved immediately. The surgeon then removed the nail, replaced it with a longer nail and reinserted the same helical blade. The helical blade inserter and connecting screw were damaged while trying to remove the helical blade. This resulted in approx a 45-minute extension to the planned surgery, but the surgery was completed with no further complications. Pt was reportedly recovering well. This report is # 3 of 4 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): the DHR was reviewed and a non-conformance was found for one piece being oversize. The one nonconforming part that was found was scrapped. Rework was found on one part for debris at the passivation operation. The entire lot of sixteen parts was cleaned, inspected and passed. The nonconformance and rework found in this review are not relevant to the complained condition. The device is checked visually and functionally 100% at manufacture and passed. The damage to the helical blade inserter and helical blade coupling screw are the result of the issue with the locking mechanism. (B)(4): placeholder.